Event description:
It was reported low sensing was noted on the newly implanted right ventricular (rv). The patient was brought into the clinic, and no capture and low sensing was observed. Chest x-ray showed suspicious perforation into pericardium. The patient was in stable condition. The rv lead was extracted without complication, and a new rv lead was implant without incident. All measurements were within normal limits.

Manufacturer narrative:
The reported event of cardiac perforation, failure to capture and r-wave amp variation could not be confirmed. As received, a complete was returned in one piece with helix retracted and clogged with blood/tissue. The full helix extension length was measured to be within specification. A stiffness test was performed, and the results were within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations did not find any anomalies except for procedural damage.